Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was leakage from the seal of plunger. The plunger seems to be loose in the syringe. Loss of resistance of the plunger. This incident occurred 7 times in (B)(6).

Event description:
It was reported that there was leakage from the seal of plunger. The plunger seems to be loose in the syringe. Loss of resistance of the plunger. This incident occurred 7 times in december.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed based on potential lot numbers provided by the customer. A device history record review was performed on the lor syringe with no relevant findings. A design history review was performed for part # kz-05501-002 as a part of this complaint investigation. Per eco-051699 (released 03-dec-2018), supplier ((B)(4)) made the following changes: kz-05501-002 luer plastic lor syringe: a. Changed plunger material from profax 535 to profax 531; b. Changed to new plunger tool; c. Changed to new mold for blue stopper; d. Changed molding location for the plunger and the blue stopper as follows: - plunger: from fleimaplastic in germany to gpe, germany; - blue stopper: from et, germany to psilkon, germany. These effective changes did impact product design and material. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and without the actual sample. Complaint verification testing could not be performed as no sample was provided for analysis. A device history record review was performed based on potential lot numbers provided by the customer. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related issue. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without the sample.